Event description:
A malfunction alarm identified as "malf 12" was reported by the customer, with at least three occurrences noted on the same pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the need to replace the pump, which was within warranty. The customer was informed of the replacement process and instructed to deplete the battery before shipping the defective pump back to tandem using a return package. The customer will continue using the current pump to ensure uninterrupted insulin delivery until the replacement arrives.